Event description:
It was reported to the stryker sales representative that the surgeon performed an enucleation surgery on (B)(6) 2004 on the patient's right eye using a medpor sphere implant. It was reported that the implant was soaked in saline before closure; bacitracin solution was used to irrigate the medpor and alloderm implants. The alloderm was sutured as a cap on the superior 1/3 of the implant, using multiple 6-0 vicryl sutures on a half circle needle. Alloderm was facing anterior. Rectus muscle was then sutured to the medpor implant to the edge of the alloderm. There were no adverse affects at that time. The implant is now showing that it had eroded.

Manufacturer narrative:
Lot number information was not provided to allow for an investigation. Device not returned.